Manufacturer narrative:
H2, h3, h6: the returned ups was analyzed, and no failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. The returned battery was analyzed. It measured 52.85v upon return. The battery was bench tested in conjunction with the accompanying ups for overnight testing. Some time overnight, the units powered off. The battery was warm to the touch, prior to and following the units shutting down. Previous experience / testing has determined that the ups' are functioning as intended, as that the battery overheats, resulting in the ups powering down, as intended. Previously reported codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would spontaneously shut down and reboot. The power supply and battery was replaced. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis concomitant medical products: other relevant device(s) are: product ID: 9735773. Product ID: 9735787. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that. While monitoring the system, the system will unexpectedly shutdown after being left on for a while. There was no patient present when this issue occurred.

Manufacturer narrative:
Ups 9735787, lot #: 19110050; battery 9735773, lot #: 1912. If information is provided in the future, a supplemental report will be issued.